Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
73-year-old presented in cardiogenic shock (cs), scai stage d, positive for st segment elevation myocardial infarction (mi). Patient taken to cath lab and impella cp placed prior to stent placement and percutaneous coronary intervention. Ventricular fibrillation with successful shocks to sinus rhythm. Afterwards, patient was still hemodynamically unstable requiring multiple vasopressors, and shock team was activated. On (B)(6) 2025 cardiogenic shock with ongoing lactate elevation and corresponding hemodynamic compromise. Patient continues on vasopressors and antiarrhythmic IV medications. Patient escalated to impella 5.5 due to ongoing cs and hemolysis. Placed on nitric oxide due to right heart failure. Patient received a unit of packed red blood cells (prbcs) overnight to maintain a hemoglobin of 8 or greater. Central venous pressure (cvp) trending up with need for diuresis. Hypotensive and started on vasopressin. On (B)(6) 2025 care team determined that patient would need either a durable ventricular assist device (vad) or palliative care. Ultimately, the patient decided to decline durable vad and go on palliative care. The plan was to discharge to home with hospice on IV milrinone. On 11/30/2025-purge flow diminished to < 1 liter. Tissue plasminogen activator (tpa) given through purge. Purge pressure high and blocked. Physician determined there was a clot in the device and tpa again attempted via purge. On (B)(6) 2025 the patient was placed on comfort care and all IV medications and lab draws discontinued. On (B)(6) 2025 care withdrawn and patient expired. Patient was admitted with advanced cardiogenic shock, scai stage d with hemodynamic instability requiring vasopressors. Impella cp most likely caused arrhythmia and hemolysis. With ongoing cs, patient was escalated to impella 5.5. With worsening right heart failure, most likely due to cs state and not the pump. Hypotension also most likely due to cs but hard to confirm there was no impact from the 5.5. Hypervolemia due to right heart failure and not pump. Impella 5.5 with diminished purge flows and high purge pressures requiring tpa administration. Death incurred after withdraw of care and impella so most likely due to patient¿s acuity and ongoing cs.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.